Event description:
A customer contacted beckman coulter inc, (bci), regarding erroneously high sodium (na) and calcium (calc) results and low chloride (cl) results generated by the unicel dxc 600 pro synchron clinical systems. The results were reported out of the lab the operator detected the erroneous results, samples were re-tested and amended reports were issued. The customer has not received any report of patient injury requiring medical intervention or change to patient treatment attributed to or connected with this event.

Manufacturer narrative:
The ise system is routinely calibrated every 24 hours. Qc samples are run every 8 hours. A field service engineer (fse) was dispatched: the fse replaced the calc and k electrode tips. A clear root cause for this event has not been determined.